Event description:
It was reported that in 2004, the pt fell two times. His mother didn't recognize a deterioration of the hearing sensation. Testings revealed some electrodes with status hi, but the pt's performance was stable. Last check done in the clinic was on (B)(6) 2007. Now, on (B)(6) 2010, another testing was carried out and revealed, that 9 electrodes have status hi. Another fall in the meantime is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.